Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extended (vse) instrument was analyzed and found to have the grip open ring dislodged at the proximal end. The set screw was still attached to the grip ring. The dislodged grip ring further affected the operation of the instrument's jaws. During in-house testing, the jaws would not open. Additional observation(s) related to customer reported complaint: the instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement test. The jaws failed to open during testing. The probable root cause is attributed to the manufacturing process. The probable root cause of the jaws failing to open during testing was attributed to the dislodged grip ring.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, immediately after the vessel sealer extended (vse) instrument was inserted, it was not possible to open the working part. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the manual grip release mechanism was not used to open the jaws as the vse instrument did not respond and was replaced with a new one without use. The vse instrument did not work before the issue occurred. There was no harm or injury to the patient. No fragment fell into the patient.